Event description:
It was reported patient presented in clinic for follow up. Several episodes of myopotential oversensing were observed. The oversensing was reproduced with deep breaths and coughing. The device was reprogrammed and no further oversensing appeared.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.